Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with traumatic subdural hematoma. A surgical decompression was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding, infection, and death could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27may2021. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: leading up to the patient's death the state of consciousness continued to deteriorate, and another computed tomography scan was done that showed subdural hematoma residue and newly formed ischemic deposits. The patient received a total of 7 packed red blood cells while hospitalized before death.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the subdural hematoma was caused by trauma and not related to the device. The patient was hospitalized and a surgical evacuation of the hematoma was performed just after multiple epileptic seizures. The patient had escherichia coli and pseudomonas aeruginosa in the septum. Parenteral antibiotics were given. The patient had to be reintubated due to altered consciousness and multiple epileptic paroxysm. The status worsened and the patient passed away. Leading up the patients death the state of consciousness continued to deteriorate and another computed tomography scan was done that showed subdural hematoma residue and newly formed ischemic deposits. The patient received a total of 11 packed red blood cells while hospitalized before death. The death was not device related and the device operated as expected.